Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide device with a 6fr sheath after a coronary interventional procedure. Reportedly, a suture break occurred. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture break could not be confirmed because the whole suture was not returned with the device. However, inspection of the returned device revealed an in-complete blow-through as the posterior cuff successfully captured the needle during needle deployment; however the posterior needle tip failed to be ejected from the posterior foot pocket. This resulted into a posterior cuff-to-needle tip detachment during withdrawal of the plunger as evidenced by damaged posterior needle barb. A failure to eject the posterior needle out of the posterior foot pocket and subsequent posterior cuff-to-needle tip detachment would have resulted in a failure to retrieve the suture and could appear very similar to the reported suture break. Based on the analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Correction: device evaluation anticipated but not yet begun.